Event description:
Customer reported the spo2 alarms for low spo2 when readings are within limits. Unit alarms for asystole when a normal ECG is displayed on the screen. Noisy ECG waveform. No pt injury was reported.

Manufacturer narrative:
Mindray service reps were unable to duplicate the issues.